Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device. Inherent risk of procedure. Conclusions: device failure/lack of effectiveness related to patient condition (dilated iliac artery).

Event description:
An aneurx stent graft system including a 24 mm diameter aortic cuff in the right iliac artery were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approximately 5 years and 8 months post implant there was a distal type 1 endoleak from a dilated right iliac artery. A 28 mm aneurx aortic cuff was implanted in the iliac artery and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.